Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ll vlv adpt(stand alone) was blocked during use. The following information was provided by the initial reporter: on the afternoon of (B)(6) 2020, the patient was admitted to "intermittent vomiting of blood and black stools for 10 days". He was admitted to the hospital with hb20g / l. He was treated with acid suppression and hemostasis symptomatically according to the doctor's instructions. Multiple peripheral indwelling vein pathways were opened, and the indwelling needle was connected to the smartsite for infusion treatment. During the use, the exhaust was blocked, and the infusion was blocked. Excluding other reasons was still unresolved, and then directly remove the joint to solve the problem, delaying the time during rescue treatment, increasing patient pain and reducing family members' satisfaction with nursing work. The sample couldn¿t return. Customer response letter wasn¿t needed

Event description:
It was reported that ll vlv adpt(stand alone) was blocked during use. The following information was provided by the initial reporter: on the afternoon of (B)(6)2020, the patient was admitted to "intermittent vomiting of blood and black stools for 10 days". He was admitted to the hospital with hb20g / l. He was treated with acid suppression and hemostasis symptomatically according to the doctor's instructions. Multiple peripheral indwelling vein pathways were opened, and the indwelling needle was connected to the smartsite for infusion treatment. During the use, the exhaust was blocked, and the infusion was blocked. Excluding other reasons was still unresolved, and then directly remove the joint to solve the problem, delaying the time during rescue treatment, increasing patient pain and reducing family members' satisfaction with nursing work. The sample couldn¿t return. Customer response letter wasn¿t needed.

Manufacturer narrative:
A 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 19075412. No further information regarding the connecting product was available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19075412 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Please note that previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance the connecting product in use at the time of the customer's experience was not available for investigation and therefore it has not been possible to confirm if this may have contributed to the customer's experience. A review of the customer feedback database indicates that there are a small number of similar reports; however, these complaints have not been attributable to a smartsite product defect.